Manufacturer narrative:
Evaluation of the returned pod coil confirmed resistance while advancing the device within its introducer sheath. During functional testing, the pod coil was advanced through its introducer sheath with resistance. The root cause of resistance could not be determined. Further evaluation revealed the pull wire was kinked at the pet lock, the pusher assembly had kinks, and the introducer sheath was damaged on its proximal shaft. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of reported resistance and the inability to advance pod coil within the introducer sheath h3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a pod coil and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous. During the procedure, a pod coil was stuck within its introducer sheath. Subsequently, the physician removed the pod coil from the distal tip of its introducer sheath, then placed it in saline and then placed it back in its introducer sheath. Afterwards, the physician was unable to advance the pod coil at all within its introducer sheath. Therefore, the pod coil was removed. The procedure was completed using another pod coil, a pod packing coil, two non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.